Event description:
The customer reported that the pump screen was dark and wouldn't turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to try various troubleshooting steps, including unplugging and replugging the pump and pressing specific areas of the button, but the screen remained unresponsive. Reportedly, the customer continued to use the pump for insulin therapy.